Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During troubleshooting, representative stepped through adjusting overrides software file. It was confirmed that the file was spelt correctly and the information added to adjust the pixel values were not already present. Once added the images loaded clearer. There was no patient present when the issue occurred.

Manufacturer narrative:
Analysis of the software found there was an import failure and the issue could be reproduced. Pixel offset settings were used and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the images loaded via cd are loading black with very high contrast. They are not easy to adjust the images.